Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. Additionally, the patient received inappropriate shocks. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.